Event description:
The customer called philips healthcare to state that the device was not working properly and wanted philips to evaluate the device. There was no pt involvement.

Manufacturer narrative:
(B)(4).